Event description:
A patient reported their implantable neurostimulator (ins) is puffy. The patient plans to follow up with the healthcare professional about regarding the puffy ins. The patient stated the ins spot is puffy, kind of sore. The patient noted it was puffed around implant location, between two butt cheeks, it was really bothering the patient one week prior to the call. There were no trauma or fall. The patient noted the change was sudden. Additional information from the healthcare professional (hcp) reported the patient never notified them of any problem. The hcp stated the patient was last seen (B)(6) 2016. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.